Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25341. It was reported that the patient presented in clinic for a device implant procedure on (B)(6) 2021. During the procedure, the left ventricular lead dislodged due to poor positioning. A new left ventricular lead was used and also dislodged. A third left ventricular lead was successfully implanted. The patient was stable.